Manufacturer narrative:
The patient reported on (B)(6) 2014 that a cat scan identified 2 masses in the pelvic area scheduled for removal on (B)(6) 2014. The patient feels the masses are, ¿undissolved stitches¿ from a 2011 abdominoplasty and that the healing process will involve, ¿the incision not being closed because the infection has to heal from the inside out.¿

Manufacturer narrative:
(B)(6) - granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: pds suture, monocryl suture.

Manufacturer narrative:
(B)(4). The patient underwent a reoperation on 9/24/2014 for an abdominal sinus tract infection post abdominoplasty. She required an excision of the umbilical cutaneous sinus tract, repair of a rectus muscle fascial defect, and umbilicoplasty. An abdominal wound vac was placed at that time.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2011 and absorbable suture was used. On (B)(6) 2013, the patient underwent a robotic total laparoscopic hysterectomy, bilateral salpingectomies, left ovarian cystectomy, and cystoscopy. During the procedure the patient was noted to have a possible subcutaneous neoplasm. The surgeon excised the mass. The wound was debrided and the wound closed. The surgeon opined the mass contained chronic granulation tissue from the prior abdominoplasty.